Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the stent would not deploy. Reportedly, the delivery catheter was kinked and the outer sheath appeared stretched. The stent was removed from the patient fully constrained on the delivery catheter. The procedure was successfully completed using a non-bsc plastic stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed and there was damage to the stent cover.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. (B)(4) for the evaluation findings of stent cover damaged. A visual examination of the returned device found that the stent was partially deployed by approximately 6 mm. It was noted that the catheter was kinked along its length. During a functional analysis, it was possible to fully deploy the stent without issue. The inner shaft was kinked at 57 mm proximal to the distal tip. Stent cover damage was noted at the distal end of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that anatomical and/or procedural factors encountered during the procedure may have limited the performance of the device. It is likely that the stent cover damage occurred during the removal of the partially deployed stent from the patient's body. Therefore, the most probable root cause classification for this event is operational context.